Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned for analysis. The s-curve was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient presented with fracture noted on the left ventricular lead. This resulted in an unspecified malfunction on the lead. The lead was alleged to not be functioning properly. The lead was explanted on (B)(6) 2024. The patient was stable throughout.